Event description:
On (B)(6) 2025 the end-user reported that on 05-sep-2025 they were hospitalized with diabetic ketoacidosis (dka) and blood glucose (bg) levels of 900 mg/dl after manipulating and overfilling the insulin cartridge, which caused insulin to leak inside the pump chamber and interrupt delivery. The end-user was treated with intravenous insulin and discharged on (B)(6) 2025 with no reported long-term effects.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.